Event description:
During routine preventative maintenance testing by stryker, the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker observed the error codes in the device's memory but could not duplicate the codes. The codes were cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.